Event description:
It was reported that a vns pt experienced a "nagging cough" since the pt had her vns settings adjusted by the treating neurologist. F/u with the treating neurologist indicated the cough was related to vns stimulation and interventions taken were to reduce settings and magnet current. However, following the decrease in settings, the pt experienced an increase in seizure activity. The pt's mother also said that the pt had not been sleeping well for "a long time" and wondered if this could be due to vns. Good faith attempts to obtain add'l info from the treating neurologist regarding the increase in seizure activity as well as sleep issues have been unsuccessful to date.